Event description:
It was reported that bd insyte-n autoguard needle did not retract. The following information was provided by the initial reporter, translated from portuguese to english: ¿the product is not appropriate to use in pediatrics and it ruptured the vessel. The safety device does not retract the needle, and the mobile device does not migrate. In pediatric hematology, the patient's venous network is extremely scarce and fragile..¿

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. All demographic information on the regulatory document states "confidential".

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 38181114 and lot number 4150341. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.